Event description:
This pt complained of numbness and pain at night in the left leg. Angiography found re-stenosis of entire stented area, after implant duration of seven months, so angioplasty performed, total lesion revascularization performed. See MDR 6000002-2005-00711, which is part of the same stented area treated.